Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the user facility explaining that during an injection, the needle detached from the syringe. The reporter indicated that no adverse health outcomes occurred in result of the event.